Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign, event occurred in south africa. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the pulsavac attachment was loose and would not stay attached. There was no patient impact. Due diligence in progress.